Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris gem 20dp v/nv ckv 3ss the pump alarmed for air in the line and then separated between the pump and safety clamp. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the alaris pump alarmed for "air in line on 3 occasions and on the third occasion, the tubing broke at the junction of the pump segment and safety clamp.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-jun-2022. H6: investigation summary a sample was received and investigated by our quality team. The tubing was separated at the upper fitment of pump segment and the customer's complaint has been verified. The retaining ring was preserved and there was evidence of proper assembly. The tubing and retaining ring were measured with calipers and conformed with manufacturer specifications. This issue has been seen in the past as a root cause- use error when excessive tensile force is applied when loading. A device history record review for model 2429-0500 lot number 20015398 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10jan2020. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h10.

Event description:
It was reported while using bd alaris gem 20dp v/nv ckv 3ss the pump alarmed for air in the line and then separated between the pump and safety clamp. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the alaris pump alarmed for "air in line on 3 occasions and on the third occasion, the tubing broke at the junction of the pump segment and safety clamp.